Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint (B)(4). Reason for original complaint: asr revision due to take place on (B)(6) 2013. Left, asr hip resurfacing. Reason(s) for revision: pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.